Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The user alleges the device is burned. It is not clear whether the fire came from the device. The nasal cannula is scorched. The customer tried to extinguish the fire with water. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to pil/riql to further investigate an allegation/fault of ¿device has burned.¿ during the evaluation, unable to reproduce allegation of ¿device has burned.¿ no evidence of thermal activities exists. Any perceived faults/failure modes originate external to the device design or are isolated to materials not returned to the pil/riql (nasal canula.) The risk impact has evaluated and no problem found; unit performs as designed. No associated risk tags noted. Any perceived allegation of thermal event is isolated to materials not returned to the pil/riql or originate external to the unit design or the unit itself. Section h has been updated in this report for: - evaluation method code grid, evaluation results code grid and conclusion code grid.